Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the alarm speaker was not working on the level 1 hotline low flow system (hl-390). No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed wear and tear damage to water tank cover, enclosure, front cover, and line cord. Customer's reported issue was confirmed. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned-on power switch to perform safety and electrical test. The root cause of the reported issue was determined to have been caused by a faulty printed circuit board. Actions taken to mitigate the reported: performed preventive maintenance. Replaced printed circuit board due to speaker not working properly.